Event description:
On 08/15/00 the account reported a platelet result of 252,000/ul. A"pic/poc" delta flag was generated but account released the optical result when the impedence result was correct. The impedence count was 9,000/ul. The account stated that a platelet transfusion may have been missed due to the original result reported. No report of injury.